Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited no connections displayed on screen. It is unknown when the issue occurred. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated b5, d4, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no connections displayed on screen was due to probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.